Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2021, during a tubing replacement, a buried bumper was diagnosed. The patient was referred to the general surgery clinic for buried bumper treatment.

Manufacturer narrative:
Reference record # (B)(4). It was unknown if the device involved in the event of the buried bumper was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Buried bumper syndrome and intra-abdominal bleeding are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on 03 dec 2021: on an unknown date, the patient underwent surgical removal of the buried bumper and a new peg tube was placed. On (B)(6) 2021, the patient experienced decreased hemoglobin levels and intra-abdominal bleeding. The patient received 4 units of whole blood due to the decreased hemogram levels. On (B)(6) 2021, the patient died due to the decreased hemoglobin levels and gastro-intestinal bleeding. It was reported that the patient experienced abdominal bleeding after the surgical procedure for the buried bumper syndrome. An autopsy was not performed.